Event description:
It was reported that the pt experienced hypoglycemia and required the administration of glucagon. The pt stated that the pump was delivering unprogrammed insulin boluses.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusion can be made at this time.